Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02099.

Event description:
The patient was undergoing a coil embolization procedure in the gastro-duodenal artery (gda) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance around the middle of the microcatheter and therefore, the smart coil was removed. The physician then attempted to advance another smart coil through the microcatheter but experienced the same issue; therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.